Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 45 mg/dl. The customer treated with juice and declined to troubleshoot. The insulin pump was not replaced or returned for analysis.